Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The patient bled from the right radial site. The tr band was noted to be soft; therefore, the device was replaced. There was no apparent harm to the patient. The procedure performed was percutaneous coronary intervention (pci).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g3, the initial MDR stated 29-dec-2025; however, 06-jan-2026 is the correct date. This report is to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).